Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. On 12/25/2020, additional information was received indicating the patient gender of male and age of 81 years old. Sections a2 and a3 of this report have been updated. The investigation al analysis completed (1/7/2020. The device was inspected, and the rocker arm was found detached from the handle. The temperature and irrigation features were tested, and no issues were observed. In addition, the deflection mechanism was tested manually, and it was found to be working properly. The catheter was connected to the carto 3 and error 106 was observed. A failure analysis was performed, and the catheter was dissected on the tip area. Loss of electrical continuity was observed at the sensor area. A manufacturing record evaluation was performed, and no internal actions were identified. Customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade, the physician¿s commented that no causal relationship with the product. The root cause of the rocker arm detachment could be related to the handling of the device. The error 106 is related to an internal failure of the sensor; there was a previous investigation to reduce this kind of failure. Manufacture reference no: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial inspection, no damages or anomalies were observed. The rocker arm was detached and not returned with the catheter. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During premature ventricular contraction, while ablating the right ventricular outflow tract, a cardiac tamponade was discovered. Pericardiocentesis was performed. The physician did not provide a causality opinion on the event. However, the physician mentioned that there was no causal relationship with the product. Follow up for additional details was performed. However, no further information has been made available.